Manufacturer narrative:
(B)(4). The single board computer printed circuit board was replaced and the device passed all testing.

Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the touch screen was unresponsive. The single board computer (sbc) printed circuit board (pcb) was replaced with a known working test sbc pcb. The device was powered on and off several time and the display reacted to touch each time. The original sbc pcb was visually inspected for damage and a missing diode was found that is known to cause an unresponsive touchscreen. The sbc pcb will be replaced. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator touchscreen was intermittently unresponsive. There was no patient involvement.